Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter stated that the up arrow, down arrow, and ok keypad buttons were unresponsive after the pump was exposed to moisture. Moisture was allegedly visible behind the pump display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following finding: the audio bolus button cover was found to be missing. A leak test was performed and a leak was found at the missing audio bolus button cover. The pump case was removed and evidence of moisture was observed in the pump. The keypad cover was found to be worn, but legible. No evidence of peeling or tearing was observed. During testing, all keypad buttons responded appropriately. The keypad cover was removed and no evidence of contamination was found under any button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.